Event description:
New information stated that a laser lead extraction tool was used to explant the proximal portion of the rv lead, but due to a clot inside the heart, an open heart bypass surgery was performed to remove the remainder of the lead and the clot. The lead was replaced and the patient is in stable condition.

Manufacturer narrative:
A partial lead with the connector pin measuring 30.2cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.the distal 40.5cm portion of the previously returned lead was returned for analysis. External insulation abrasion was noted at 12.3-13.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 9.8-12.3cm from the distal tip. The etfe coating was intact at these locations.

Event description:
Due to product advisory, physician decided to scan his patient and fluoroscopy revealed externalized conductors. No electrical issues observed. The physician will continue to monitor the patient with regular follow-up.

Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 30.2cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.